Event description:
It was reported that during a video splenectomy procedure, the device did not work when connected to the generator. Many attempts were tried, but it did not work. The surgery had to be converted to an open procedure. The pt is in good condition. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.